Event description:
It was reported that during a breast biopsy, the cocking mechanism & pierce button are not activating to fire probe inside the breast. The patient was rescheduled for a needle localization. There were no patient consequences.

Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer complaint, and to correct the customer complaint, the firing button and the safety latch were replaced, due to they were bent and causing the cocking mechanism and pierce button to not activate. The port shaft and coil were bent, and were replaced and the e-clip was replaced, due to it was damaged during disassembly. Per the mammotome service manual, service test were performed with no functional faults found. A batch record review was performed, and no anomalies were found during the manufacturing process.